Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the cement was prepared and at the time of injecting it through the cementing cannulas, it was noticed that the cement is not going down. The pump was checked and it is screwed properly onto the pipette, it is not going down. An attempt is made to inject again, but it does not go down to the point that the pressure increases and water begins to leak throughout the pump mechanism. This causes the cement to remain inside the pipette and cannot be injected, setting in its established time. The 10cc of cement are lost and it cannot be used. The other kit that they sent must be opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 . Corrected: g1, device history review a DHR evaluation was performed for the finished device, product code: 283910000, lot number: 421383, the product was released on: 24-jan-2025, manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.